Event description:
This case was initially received via regulatory authority (B)(6) on 24-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramps / lower belly pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pain in extremity ("intense pain in the legs"), back pain ("intense pain in back"), menorrhagia ("very long, hemorrhagic menstrual periods (approx. 15 days)"), polymenorrhoea ("very short cycles, (approx. 15 days)"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (implants removed laparoscopically on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, pain in extremity, back pain, menorrhagia, polymenorrhoea, fatigue and migraine outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, fatigue, menorrhagia, migraine, pain in extremity and polymenorrhoea with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 25-jul-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 395 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.